Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular (rv) lead presented with a pulse of 44 bpm and low blood pressure. Upon interrogation, rv loss of capture, no sensing and impedance measurements greater than 2,000 ohms were noted in bipolar configuration. The rv lead configuration was reprogrammed to unipolar configuration and all measurements were appropriate. The system remains implanted. No adverse patient effects were reported.